Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system had been explanted because of a shorted pacing lead impedance measurement and high pacing thresholds. The ICD was explanted due to the field action on this product.